Manufacturer narrative:
(B)(4). This complaint for a connection issue was not confirmed and the root cause could not be determined. The sample was not returned to baxter, therefore no evaluation or batch review could be performed.

Event description:
The customer contacted baxter's service center regarding a connection issue which occurred on the homechoice (hc) during use; the patient was connected, in dwell 1. The home patient (hp) stated their heater bag disconnected and fell to the floor. The hp stated she pressed stop on the hc. The technical service representative (tsr) advised the hp to start over with all new supplies, assisted with ending therapy, and advised them to inform their peritoneal dialysis registered nurse (pdrn) about the bag disconnecting during therapy. The hp understood and would start over with all new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. During a follow-up with the home patient (hp), she stated that she did not know why the bag became disconnected, the disconnection happened with her 4.25% solution bag (l5b9712). The disconnection between the bag and the cassette happened in the beginning of therapy, the patient was connected. The hp did not notice anything unusual about their supplies that day. The supplies were unavailable. The lot number was unavailable. Since then, therapy has been going well. There was patient involvement but no injury or medical intervention was reported.